Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. A good faith effort will be made to obtain the information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, the guidewire became stuck in the farawave ablation catheter. The catheter was removed from the body and there was tissue on the tip of the catheter. Once the tissue was removed from the catheter tip, the guidewire moved freely within the device. The procedure was then completed using the original catheter and wire with no further complications. It is not known if the catheter will be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. A good faith effort will be made to obtain the information. The device was not returned for analysis, however, images from the incident were provided. Investigators were able to confirm the allegation in the complaint as the picture showed tissue that had been trapped in the catheter. The most likely cause was determined to unintended user error as physicians are instructed to retract the catheter away from any tissue and keep the guidewire advanced before deploying or undeploying the catheter to avoid damage to the catheter or the tissue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, the guidewire became stuck in the farawave ablation catheter. The catheter was removed from the body and there was tissue on the tip of the catheter. Once the tissue was removed from the catheter tip, the guidewire moved freely within the device. The procedure was then completed using the original catheter and wire with no further complications. It is not known if the catheter will be returned for analysis.